Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to blockage/flow issues. This occurred with two extension sets. The following information was provided by the initial reporter: "bd maxplus extension set will not flush - trying to start an IV on patient and went to flush the extension set and it will not flush."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jan-2023. H6: investigation summary: 5 used samples for model # mp3503-c were returned for investigation. It was reported by customer that "product not flushing". Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. Two samples worked as intended, but the other 3 samples showed signs of occlusion at the female luer adapter connected to the maxplus connector. The sets were examined under a microscope and excess solvent was observed near the female luer. The customer complaint could be replicated. Quality notification sent to manufacturer. A device history record review for model mp5303-c and lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to blockage/flow issues. This occurred with two extension sets. The following information was provided by the initial reporter: "bd maxplus extension set will not flush - trying to start an IV on patient and went to flush the extension set and it will not flush."